Manufacturer narrative:
This complaint file was reviewed by the clinical analyst, who stated the following: ¿the customer had questions about ¿continuous irrigation¿ and reported that they ¿intraocular pressure (iop) was noted to have been low and that there was no ¿irrigation flow.¿ the customer was not able to provide exact details of the case. She is not sure if the system had a message or if the patient¿s chamber was shallow. She noted that active irrigation was on when the doctor was out of the eye. The cataract procedure was completed without harm to the patient. Additional, related information was requested but was not obtained. The system operator¿s manual contains instructions for proper prime and setup. The system user interface also prompts the user through all of the steps required to prime and tune the phaco handpiece appropriately. The system operators manual also states the following warning(s): adjusting aspiration rates or vacuum limits above the preset values, or lowering the iop or IV pole below the preset values, may cause chamber shallowing or collapse which may result in patient injury. Ensure that appropriate system parameters and system settings are selected prior to starting the procedure. Parameter and system settings include, but are not limited to, ultrasound mode, ultrasound power, vacuum, aspiration flow rate, bottle height, iop, etc. If stream of fluid is weak or absent while filling test chamber, good fluidics response will be jeopardized. Good clinical practice dictates the testing for adequate irrigation and aspiration flow prior to entering the eye. Ensure that the tubings are not occluded during any phase of operation. If the handpiece test chamber is collapsed after tuning, there is a potential of low irrigation flow through the handpiece and may result in a fluidic imbalance. This, in turn, may cause a shallowing or collapsing of the anterior chamber. Good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. There is no evidence that the design or manufacturing of the system contributed to the reported event.¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgical technician reported that during a cataract extraction with intraocular lens implant procedure eye pressure went down low and then there was no irrigation flow. It was noted that active irrigation was on when the doctor was out of the eye. The case was completed as planned with no harm to the patient. A company representative was present on the following day to observe surgery.